Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had ineffective therapy in the existing area and new pain as well. Reprogramming did not resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2026 where the leads were attempted to be removed, however scar tissue prevented a smooth removal, so the leads were left in place, but abandoned. The drg ipg was removed and an scs system was placed to cover the new and existing pain area.